Manufacturer narrative:
Correction to field b5. Describe event or problem. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, and leak tested. The visual test revealed that the balloon had a hole from fatigue. The balloon was identified to have leak from fatigue. The returned pump passed visual inspection, no damage or abnormalities were found. The pump passed leak test and functional test. The retuned cuff kink resisting tube had worn to the filament. The cuff passed leak test. Product analysis confirmed the reported device allegation. The reported patient symptom is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation as a fluid leak due to fatigue was identified with the balloon.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience incontinence. A computed tomography (CT) was performed, during which it was noted that the balloon was damaged. The existing aus was explanted and replaced. There were no further patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience incontinence. A computed tomography (CT) was performed, during which it was noted that the balloon was damaged. The existing aus was explanted and replace. There were no further patient complications.